Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective cable unit, however, the exact cause of the defect could not be specified. It likely the defect occurred due to one of the following: the cable pins on the connector were too small for the shield cables (shield cables are grouped of up to four single cables and this shield group was too big in diameter for the pins on the connector), the shield groups soldering joints were too weak to withstand the forces within the cable, the sealing compound within the connector does not seal the soldering joints and bare contacts completely against steam which resulted in corrosion, the cables/soldering joints were under stress during the manufacturing process which lead to premature damage, and/or the soldering process used at the time of manufacturing was out of date. Three attempts were performed to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that their video telescope "endoeye hd ii", 10 mm, 0°, autoclavable device had a multicolor screen (abnormal image) that was no longer connected. Upon inspection and testing of the returned unit, it was discovered that the device displayed a pink colored image due to a defective cable. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the device displayed a pink colored image due to a defective cable. The malfunction prevented the white balance from being properly adjusted as usual, and this also led to the generation of an error e311. The customer's originally reported issue of multicolor screen/abnormal image was confirmed. The following additional findings were also noted: dents on the outer tube. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.